Manufacturer narrative:
(B)(4). A maquet service technician evaluated cardiohelp unit on-site. Confirmed battery 1 error message. Switched battery positions and message was eliminated. Completed functional checks and unit was operational. (B)(4).

Event description:
On (B)(6) 2013, during the installation function check for cardiohelp unit (article number 701048012; serial number (B)(4)) at (B)(6), maquet service technician reported displayed battery 2 needs service error message. Attempts to clear the battery 2 needs service message made by switching battery positions did not correct the issue. (B)(4).